Event description:
It was reported that there was water leaking from the handle.

Manufacturer narrative:
The device is in transit to the MFR and not received as of 07/19/2010. Once the device is received, we will conduct an investigation and provide our findings in a f/u report.